Event description:
When the surgeon inserted the spinal cord stimulation leads, the needle was positioned at a steep angle to the patient's body. Both leads showed evidence of shearing. The shearing possibly occurred when the leads were advanced past the needle tip. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4): the leads and stylets have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.